Event description:
The customer contact reported the device did not deliver a dose when the pt pendant was pressed. The device was returned to the biomedical engineering dept with an unsigned note that stated, "pt pendant not working". No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. During testing at the user facility, the device did not deliver a dose when the pt pendant was pressed. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing of the device was conducted at the user facility by the field service engineer on (B)(4) 2011. During testing, the device did not deliver a dose when the pt pendant was pressed. This was due to unseated cables from the wiring harness assembly to the central processing unit. The cause for the unseated cables could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.